Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received four inappropriate shocks due to lead fracture, and that there was high impedance and over 700 short intervals which could indicate oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.